Manufacturer narrative:
Field service engineer (fse) was dispatched to customer site. A nylon ¼ od tubing was replaced to restore the unit and address the odor issue. Unit met specifications and was returned to service on (B)(6) 2016. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an odor described as "burning oil emitting from the sterrad¿x sterilizer. There were no reports of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
In addition to replacing the nylon ¼ od tubing, the field service engineer also performed a level 2 preventative maintenance service which included changing the vacuum pump oil, catalytic converter, adapter converter, and the oil mist filter. Corrected device manufacturing date from 02/2011 to 12/2011. Asp investigation summary: the investigation included a review of system risk analysis (sra). ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." ¿the nylon ¼ od tubing, vacuum pump oil, catalytic converter, adapter converter, and the oil mist filter were not returned for functional evaluation as the parts were contaminated with oil and would not be returned. ¿a level 2 preventative maintenance service (pm) was carried out utilizing a pm2 kit which consists of the vacuum pump oil, catalytic converter, adapter converter, and the oil mist filter. The assignable cause of the customer¿s reported odor issue was the nylon ¼ od tubing and the required level 2 pm service. After part replacement and pm the sterrad® nx was restored to proper function. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.